Event description:
It was reported to ge med systems that a pt received a second degree burn during an MRI scan. The operator used a non-compatible surface coil. There are warnings in the user documentation and on the system regarding surface coils.